Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred; however, the specific type of cartridge alarm was unable to be verified. As the alarm occurred in the past, troubleshooting was unable to be performed. During follow up, the contact reported that the pump was functioning as intended and the customer was "okay".